Manufacturer narrative:
(B)(4) date sent: 04/13/2020 device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. In addition, three xr60b reloads (b, c & d) were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria the event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5a24x. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information was requested and the following was obtained: could you please clarify if did the device staple? The device stapled, but not fully across was the device fired across a staple line? No. Please provide details as to how the reload did not work. Surgeon has been using our staplers for 20+ years. He performs a tri-staple anastomosis. The first firing of the tx60b did not ¿feel right¿ to the surgeon. Not a normal feeling. Fired 3 more reloads in the same gun that worked fine. The first reload that did not feel right had a portion on staples that did not form completely. Did the reload lock out and would not work? Reload did not lock out. First firing. Could you please clarify if there were any patient consequences? Intraoperatively, the patient failed a leak test. The surgeon had to oversew and reinforce the anastomosis. The patient was not leaking intraoperatively after overseeing.

Event description:
It was reported that during a low anterior resection, first load did not fire all the way across. Surgeon then used same device with three more reloads, they also had to oversew. Patient consequences were unknown at the time of the call, patient is being monitored for a leak.